Event description:
It was reported that anomaly was found on the tip of an asahi regalia xs guide wire under fluoroscopy during a percutaneous peripheral intervention to treat a moderately tortuous, moderately calcified 90-99% stenosis in the anterior tibial artery. When the guide wire was used with an unspecified microcatheter, the operator noticed something wrong with the wire tip. A new guide wire was replaced to continue the procedure. Plain old balloon angioplasty (poba) was successfully performed to reestablish blood flow. There were no adverse patient effects associated with this event. The patient was currently hospitalized for routine post-op monitoring as of (B)(6) 2022.

Manufacturer narrative:
Manufacturing site: (B)(4). The reported regalia xs 1.0 guide wire was returned for evaluation. The returned guide wire was curved at the distal part of the tip. At approximately 7 mm and 10 mm from the tip, the polymer jacket was torn off and stretched spring coil was exposed. At approximately 13 mm from the tip, the polymer jacket was pleated; it was likely caused when the polymer jacketed coil was once stretched and returned to the original position. Microscopic observation of the torn ends of the polymer jacket found characteristics of ductile tearing by tensile stress. A scratch line likely made by contacting some sharp object was also observed on the polymer jacket at the inner curve of the deformed tip. The coil and core were remained in one piece. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the surface of the guide wire had most likely rubbed by the calcified plaque. As the surface was rubbed, the coil became stretched to tear the polymer jacket. It was concluded that this event was not attributed to product quality. Damage observed on the polymer jacket was too severe to completely rule out a possibility that some polymer fragments might be left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: breakage of the guide wire.